Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the pump was not returned, mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that alarmed an error code 13 and that their 72 hour infusion ended 20 hours early. They stated that the pump over infused. Mmdg did follow up with the initial reporter, who stated that the patient did not have any adverse effects due to the complaint. (B)(4).